Event description:
It was reported that customer experienced data error alert and profiles or settings were erased after pump shipment. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned, and technical support planned pump replacement under warranty with replacement pump provided and no further information available regarding event outcome.